Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The distal end of the trocar was damaged. Functional testing was precluded due to the observed damage. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a thoraco lobectomy, after the vascular peeling was performed with forceps inserted into the port, the tip of the trocar was broken. The piece was searched by x-ray; however, it was not found. New one was opened to correct the problem. Last patient's status: under observation. The operating time was extended by more than 30 min.